Event description:
The account alleged that the head left obstacle detect cable is cut and bare metal wires are visible. As a result, the hi/low will not lower.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.